Event description:
High lv thresholds, anticipate switching to 2nd 511211 at next generator change. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).